Event description:
This is the first MDR submitted for the first suspect product. A physician reported a pt who was originally skin tested on 12 may 1998 with negative results. On 12 june 1998, the pt was treated with two formulations of product in the upper and lower vermillion borders, glabella, nasolabial folds, and the vertical lip lines. The procedure was uneventful. On 4 july 1998, the pt noticed intermittent swelling and redness at the treatment sites after the uncharacteristic ingestion of dietary beef. On 15 july 1998, the pt phoned the physician to report the recent onset of intermittent swelling and redness at the treatment sites. On 21 july 198, the physician examined the pt and noted swelling and redness in the nasolabial folds and vertical lip lines. No other symptoms were observed or reported by the pt. On 21 july 1998, the physician diagnosed the pt with hypersenitivity and prescribed zyrtec orally and hytone cream topically. The pt was instructed to avoid agents which might produce vasodilatory effects. The physician planned to f/u with observation, assessing the need for further intervention.